Event description:
Per the clinic, the patient experienced an incisional wound dehiscence with infectious purulent drainage, exposing the implant. An explant is planned but has not taken place at the time of this report.